Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during the preparation of the emboshield nav6 embolic protection system (eps) the tip of the delivery catheter pod was noted to be wrinkled and the filter could not be loaded into the dc pod. A new emboshield nav6 was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay. Per device analysis, the support structure of the filtration element was noted to have separated on both sides (remaining in one piece) during preparation of the device. The account confirmed this occurred during the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned dc pod. The damage to the delivery catheter pod and filter support structures were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and filter support structure preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.